Manufacturer narrative:
Journal article: palussie`re, jean et al, ¿retrospective review of thoracic neural damage during lung ablation ¿ what the interventional radiologist needs to know about neural thoracic anatomy¿, cardiovasc intervent radiol (2013) 36:1602¿1613, doi 10.1007/s00270-013-0597-z. The device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that radiofrequency ablation (rfa) was performed with a leveen electrode. One patient with grade 3 left recurrent nerve injury presented with a hoarse voice. The vagus nerve was also potentially injured. Left cord paralysis was diagnosed by an ear, nose and throat specialist. The hoarse voice was re-educated by a speech therapist and improved after 4 months.